Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/8/2020. H.6. Investigation: six samples were provided to our quality team for investigation. Upon inspecting the product , no damage or defects were observed on any of the protector membranes or cannulas. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. While we could not identify any leaks, two vials were noted to have damage on the vial cap, likely as a result of improper connection, and can lead to a leak. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that 6 bd phaseal¿ protectors p50j experienced leakage during use. The following information was provided by the initial reporter: chemo leaked from protectors and vials. 6 samples will be sent.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd phaseal¿ protectors p50j experienced leakage during use. The following information was provided by the initial reporter: chemo leaked from protectors and vials. 6 samples will be sent.